Event description:
It was reported, the brake pedal and roller had to be replaced. It is unknown at this time, if brakes were functional by using the second brake pedal. No patient involvement or adverse events were reported.

Manufacturer narrative:
The investigation remains open as we try to obtain how pedal and roller affected stretcher functionality.